Event description:
Two fully charged batteries were installed in the device, however, the device reportedly failed to turn on. Two different batteries were installed in the device, however, the device again reportedly failed to turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The battery packs used during the reported event were also evaluated. The root cause of the reported problem was determined to be battery packs which had been connected to something that drew an excessive amount of current causing an internal circuit board trace to burn open. The device was returned to the customer.